Manufacturer narrative:
This report is filed january 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room and placed under general anesthesia on (B)(6) 2016 due to a loose abutment. During the procedure, the abutment was tightened and some soft tissue was revised. The implanted device remains.